Manufacturer narrative:
The reported sensor has been returned and is currently being investigated. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery complaint was received regarding a replacement adc device, initially, due to the being a senor error no message when scanning using freestyle librelink. As a result, on (B)(6) 2022, the customer felt sick and had a loss of consciousness, however, was then capable of self-treatment with candy. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A delivery complaint was received regarding a replacement adc device, initially, due to the being a senor error no message when scanning using freestyle librelink. As a result, on (B)(6) 2022, the customer felt sick and had a loss of consciousness, however, was then capable of self-treatment with candy. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was found to be in state 1 (storage state) .attempted communication between returned sensor and known good reader and successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Visual inspection has been performed on the sensor puck or sensor plug assembly, no issues were observed . Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 ((sensor not activated) .sensor was activated with a known good device and freestyle librelink app. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification no other issues were observed. Sensor successfully communicated with the known good device. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.